Event description:
Upon insertion of the fibertak anchor into the glenoid, the end of the fibertak insertion device broke off in the glenoid. The length of the piece was 1.7 cm and remained in the glenoid. Multiple x-rays taken to confirm stability of metal fragment within glenoid and beneath articular surface.